Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The returned screwdriver shaft, part 314.23, lot 3975366, was manufactured in february 2000 and is over 13 years old. The tip of the returned screwdriver shaft has sheared off mostly evenly, except for one jagged corner of 0.5mm length. The device was manufactured from (B)(4) stainless steel which is a typical material used to make cannulated screwdriver shafts. The design was reviewed and is adequate for its intended use. Based on the age and condition of the returned device, this device has outlived it useful life.

Event description:
During a triple arthrodesis procedure, as the surgeon was inserting one of the screws along the guide wire for the procedure, the tip of the cannulated 4.0mm hexagonal screwdriver shaft broke off and became lodged in the head of the screw. The surgeon removed the screw and the broken fragment. He then used a manual screwdriver and inserted another screw. The procedure was completed with no further problem.

Event description:
This is 1of 1 report for complaint (B)(4).